Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected low p-waves and r-waves on the atrial and ventricular leads. There was also reported that this resulted in undersensing. In addition, impedances on both of these leads increased from the 300-400 range to 1100-1200 ohms range. No adverse patient effects were reported.

Manufacturer narrative:
Resolution was requested from the field. It was later reported that there was also a loss of capture on these leads as this patient twiddled. The leads were explanted and new leads were implanted. Should additional information become available this event will be updated.